Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The smart pneumatic module board was replaced as a precaution. The log was unavailable for review. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault -2001" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.